Event description:
During a biliary drainage insertion on a female patient, the physician had inserted the 22 g chiba needle percutaneously and he put the guide wire into it in order to perform the seldinger technique. He twisted the guide wire in order to enter in a branch of the biliary tree, but after several attempts, the tip of the wire snapped., remaining within the body. The doctor left the tip inside in order not to take further risks. The doctor is unsure about device lot as he used (1820334)-2014-00622) two different lots during the procedure. A section of the device did remain inside the patient's body. After 4 days, the physician performed another procedure as the patient needed to receive a biliary drainage insertion due to jaundice. During this procedure as the physician gained access to biliary tree he retrieved the guide wire piece with a loop retrieval catheter. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). During the investigation, a review of complaint history, documentation, instructions for use (IFU), quality control, specifications and trends was conducted. The complaint device was not returned for evaluation. Each pmg wire guide comes with an attached caution label, which illustrates that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument such as the catheter or introducer. Less frequently, patient anatomy makes advancement and/or withdrawal of the wire guide difficult, resulting in separation when the force exceeds design specification. The root cause is inconclusive. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
After 4 days, the physician performed another procedure as the patient needed to receive a biliary drainage insertion due to jaundice. During the procedure as the physician gained access to biliary tree he retrieved the guide wire piece with a loop retrieval catheter. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.